Event description:
The customer complained of false negative erythrocytes results for 3 patient urine samples from a urisys 2400 analyzer that were reported outside of the laboratory. For all 3 patients, the initial erythrocyte results were around 10 or 25 cells/mcl. Upon visual inspection of the samples, red blood cells could be seen. The customer tested the samples using an unspecified dipstick method. The erythrocyte results from the dipstick method for all 3 patients were 250 cells/mcl, more than a 2 color block difference compared to the initial results. The results from the dipstick method were deemed to be correct. The doctor was informed of the correct results before any patient treatment was affected. There was no adverse event. The customer mentioned that they were having issues getting acceptable qc results prior to the event. The customer had obtained acceptable qc results before running the patient samples. Patient 2 is a (B)(6) female with a date of birth that was requested but was not provided. Patient 3 is a (B)(6) male with a date of birth that was requested but was not provided. The urisys cassette strip lot was 67232 with an expiration date that was not provided. The field engineering specialist found a sample probe that was slightly bent. This was causing the patient samples to dispense on edge of pads. He straightened the sample probe, bleached the water lines, and lubricated the sample probe mechanism. The customer ran qc and specimens to verify the system was working appropriately. Qc results following the service visit were acceptable. Following the service visit, there have been no further issues. The investigation is currently ongoing.

Manufacturer narrative:
The correct urisys cassette strip lot was actually 31558800 with an expiration date that was not provided.

Manufacturer narrative:
The correct urisys cassette strip lot was actually 31458800 with an expiration date that was not provided. The retention material of lot 31458800 was measured on an iu urisys 2400 with 0-native urine, an erythrocytes-dilution-series. The results of the measurements were acceptable. No false negative results were observed. As the test strips were not returned for further investigation a definitive root cause could not be determined.